Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient's required revision surgery due to infection.the implants were removed, the joint was decontaminated and the implants were replaced.